Event description:
Used to clip a gastric bypass. It was attached but fell off from the gastric polyp site and it was seen on the patient's stomach with no tissue attached on the clip. Unable to retrieve from the patient.